Manufacturer narrative:
Product analysis: display unresponsiveness was confirmed. The display overlay was replaced, and the stylus re-calibrated. The power cord bay door had broken door latches. The bay was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unresponsive to stylus interaction, when the user attempted certain actions. It was noted that the user attempted to re-calibrate the stylus, use a different stylus, and update the software, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.